Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor performed a total gastrectomy and fired the staplers on pylorus. The doctor found the tissue too thick and cannot formed a complete staple line proximally. Then, the doctor switched to use another device and still cannot complete the staple line. Then, the doctor switched again to use another device, but still, the tissue was too thick. The surgeon performed manual suture to close the wound that extends the surgical time for more than 30 minutes and additional operation to correct the issue. The surgery was originally laparoscopic procedure and then converted to open procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.